Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that two days after the implant of this transcatheter bioprosthetic valve, a computed tomography (CT) indicated a subacute cerebral infarct. The patient experienced facial paresis, dysphasia and complete left sided hemiplegia. Physical therapy was prescribed and the symptoms improved. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.